Manufacturer narrative:
No product will be returned per customer. The customer complaint of a leak between the texium and the IV set port was confirmed per picture received by the customer. Red droplets of fluid were observed on the male luer portion of the texium. The root cause of this failure was not identified.

Event description:
The customer reported a leak of adriamycin of unspecified dosage during administration. The clinician in attendance noted the leak between the texium and the IV set port. She reconnected to attempt to complete the infusion and when the leak continued, she returned the syringe to the pharmacy. A new syringe was prepared and the infusion was completed without incident. The pharmacist noted that there was no leak noted during the preparation of the syringe and cannot specify the interval of time between preparation and administration. There is no report of patient harm.